Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced intermittent loss of dexcom g7 continuous glucose monitor (cgm) signal to the ilet pump, which resolved after reconnection; the cgm had been paired simultaneously to an iphone, apple watch, and the ilet. No adverse clinical symptoms reported. Outcomes included no alerts or alarms and no need for medical care. User support included troubleshooting and education with the user. Investigation of this case revealed that concurrent pairing of the dexcom g7 sensor to more than two devices can interrupt the cgm-to-pump communication, and the user was advised to limit pairing to two devices by removing the dexcom app from either the phone or watch to maintain stable pump connectivity. It was concluded, based on previously established findings for similar reports, that user device with multiple device pairings was the cause.